Event description:
It was reported that a save to disk analysis was completed. There was evidence of oversensing on the right atrial (ra) lead during paced events. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).